Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Product not returned.

Event description:
Doctor reported that the implant fracture os4513. Doctor confirmed by phone that the implant remains implanted and won´t be removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). An osseotite xp® implant 4/5 x 13mm (os4513) was returned to barcelona. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location and length of usage is unknown. Device history record (DHR) review was completed for the subject lot number (150191). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (150191) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.